Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. It was reported that the pt had not experienced any recent injury or trauma that may have damaged the vns therapy system and that the pt could still feel magnet mode stimulation. Review of x-rays by the manufacturer did not reveal any obvious discontinuities in the vns therapy system, however, there was a portion of the lead that was not visualized as it was behind the generator. The pt underwent vns therapy system replacement surgery, during which both the lead and generator were replaced. Intraoperative device diagnostic testing after a replacement generator was connected to the original lead also yielded high lead impedance results, indicating either a lead break or electrode/nerve interface issue. Operative notes from vns therapy system replacement surgery indicate that the lead electrodes were left in place because the surgeon was concerned about the damaging the nerve as a result of difficulty in removing the electrodes due to scar tissue. No adverse event was reported in conjunction with the high lead impedance condition.